Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) female patient had a rash from her hair line down to her legs. The patient's rash was itchy. Follow-up indicated that the patient no longer had a rash but her body was itchy. The patient's physician prescribed a steriod, and the patient removed the lifevest.